Event description:
Intraop record ¿ hysteroscopy dilatation and curettage, failed endometrial ablation with the minerva. Description: endometrial biopsy was done. After I removed the specimens, I proceeded to put the minerva. The length of the uterine cavity was 6.5 and the width was 4 cm. As soon as we tested the minerva, there was a leaking of co2 that came from the cervical area. We replaced the device and we tried to close more the cervix with the balloon; this was not successful. We removed the device. We clamped with cervical tenaculums on both sides of the cervix. We introduced the minerva. We tested for any leaking, and there still continued leaking of gas, making unable to do the procedure. The minerva rep was present. According to the circulating nurse, the cervix could not maintain co2 within the uterus, so the gas kept escaping and making it impossible for the surgeon to use the minerva unit.